Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Same finger was used for both meter results. Per product labeling: "if you need to repeat a test, use a new test strip and lancet, and a different finger" for the second fingerstick measurement, the dosing was done more than 15 seconds after fingerstick. Per product labeling: "you must apply blood to the test strip within 15 seconds of lancing the finger and within 30 seconds when using venous blood. Applying blood later than that may produce an inaccurate result as the coagulation process will have begun." Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs professional meter serial number (B)(4). At 7:06 a.m., a sample from the patient was tested using the meter, resulting with a value of 6.2 inr. At 7:09 a.m., a sample collected from the same fingerstick of the patient was tested using the meter, resulting with a value of 6.1 inr. For this measurement, the sample was not applied to the test strip within 15 seconds of the finger puncture. At 8:15 a.m., a venous sample collected from the patient was tested in the laboratory using stago neoplastin reagent on a stago analyzer, resulting with a value of 4.2 inr. It was initially decided to hold the patient's warfarin medication for 2 days based on the meter result. After obtaining the laboratory value, it was decided to change the withholding period to 1 day. The patient's therapeutic range is 2.0 - 3.0 inr. If the patient recovers within his therapeutic range two consecutive times, then the patient's testing frequency is monthly, otherwise it varies.